Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor wire was missing. The customer¿s blood glucose level was 240 mg/dl at the time of incident. It was reported that the sensor did not flash and we ended up changing it out and after removing the second sensor wire was missing. The sensor will not be returned for analysis.